Event description:
Procedure: hartman procedure. According to the reporter: with loading the first egia45amt on idrive, it was only after grasping the tissue again for several times that status indicator lamp turned to be lit up even. However no problem was confirmed to complete the first firing. Instantly after the second firing started by use of the second egia45amt, it stopped. It could work no more at all. No problem in release of device from tissue. New egia45amt and manual device of egiaultra were used to recover the failure part and to complete the case with no problem. No patient harm. Complete staple line was confirmed. The patient current status: good operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. Patient info gender: male, age: unknown, weight: unknown the customer did not report if reinforcement material was used.

Manufacturer narrative:
(B)(4).